Manufacturer narrative:
Livanova decided to report in two separate reports, one for crown prt, size 21mm implanted on (B)(6) 2016: (B)(4). And one report for crown prt, size 19mm implanted during the second operation: (B)(4). This report refers to the valve implanted on (B)(6) 2016 ((B)(4)) for crown prt, size 21mm.

Event description:
The manufacturer was notified on (B)(6) 2016 about the explant of crown prt, size 21 valve which was implanted on (B)(6) 2016. Patient with aortic stenosis who was reported to be a fragile woman with intestinal problems (diverticula) underwent aortic valve replacement by minithoracotomy 2nd space where crown prt, size 21mm was implanted with 3 semi-continuous sutures in prolene. At 2nd day after the implant, the echo showed a mild intraprosthetic insufficiency and patient had pleural effusion. During 2nd operation: performed in total sternotomy, the crown prt size 21 seemed to be normal at first visual exam, no prosthetic detachment and no stitches rupture were found. The crown prt size 21 was explanted and then the surgeons noticed that one of the cusps was detached as the pericardial suture went out (it seemed that the suture that join the two edges of pericardium at the commissure was found unstitched). Crown size 19mm was implanted. Twenty days after the second operation, patient had a heart failure, went to ICU and trans thoracic echo showed a severe intra prosthetic insufficiency. Patient was sent to or to get valve evaluated.

Manufacturer narrative:
The complete manufacturing and material records for the crown prt aortic pericardial heart valve, model cna21, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. Pre-shipment function test video was reviewed to qualitatively evaluate valve in 4 phases: closed, opening, open and closing. Video showed synchronous opening and closing with smooth, continuous motion and no leaflet fluttering. The valve performed as expected and met all function test quality control criteria that can be observed during video playback. No detachment of the pericardium was detected in the review of the pre-shipment video of the subject valve. The reported event cannot be related to any intrinsic factor to device since no pre-existing defects were detected by the visual inspection. Based on the examination conducted, it is possible that the reported failure could have been caused by an inadvertent contact with a blade that cut the structural threads in multiple positions during the implantation procedure.